Event description:
On (B)(6) 2023, it was reported by a facility representative via (B)(4) that an ar-300b-2 drill attachment is stuck. This was discovered during use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Dfu-0252-3 rev 0. - 2. Before use, follow the instructions for the adaptor, accessories and changing the rotary instruments and saws. The most likely cause for the reported failure can be attributed to misuse/mishandling to the device.